Event description:
It was reported patient had a gamma nail implanted. Patient had a pathologic fx that did not heal. Patient was revised to a long gamma nail.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.